Event description:
A coronary stent with delivery system was successfully advanced and deployed at the target lesion site in the pt's obtuse marginal graft. Ventricular fibrillation was reported following the successful deployment of the device. Subsequently the pt expired despite resuscitative efforts. No further info relative to this event was provided.